Event description:
The physician attempted arteriotomy closure with two devices on 08/2002 following a diagnostic left heart catheterization. The two attempts were unsuccessful due to the sutures pulling through the artery. It was reported that prior to deploying the devices, a right femoral angiogram was taken. The devices were reported to have been deployed per protocol. Hemostasis was achieved with manual compression for 15 minutes. After manual compression, it was reported the pt's groin site was clean, dry and soft with no hematoma present. The pt was transferred to the floor. Approx 30-45 minutes later the distal pulses in the pt's right leg were not palpable. The pulses were reported to be 2+ prior to the procedure. A heparin drip was begun and the pt was observed. At an unspecified time the pt's pulses to the right foot were detectable by doppler. An ultrasound revealed a clot in the leg. The pt went to special procedures for a right leg angiogram, which revealed a flap near the insertion of the sheath or closure device. The flap accumulated "some clot". The clot migrated distally past the knee and was reported to be occluding blood flow to the rest of the leg. A vascular surgeon was consulted and treatment options were discussed. It was reported the leg was not being jeopardized due to some collateral flow distally. In 08/2002, the pt went to surgery for an unspecified vessel repair. The pt was discharged home 1 to 2 days post-operatively. There were no reports of further adverse sequelae.